Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No customer pictures were provided. We have no remaining inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations. The cause of the event cannot be determined.

Event description:
Customer states lot number is not filling up to the appropriate level all the time.